Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they felt a strong stimulation like a jabbing electric shock on (B)(6) 2019. Afterwards, they kept seeing end of service (eos) on their patient programmer (pp). During the call, eos information (device is off/disabled and no longer providing therapy) was reviewed with the patient. As a result of what was reported, the patient was redirected to their managing healthcare provider (hcp) to check up on the shocking sensation that the patient felt and to schedule a replacement surgery. No further patient complications have been reported as a result of this event.